Event description:
¿Plaintiff was implanted with the pelvic mesh sparc¿ sling ¿during surgery on or about (B)(6) 2009 to treat her stress urinary incontinence.¿ the plaintiff¿s attorney alleges that, ¿as a result, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity has undergone and/or will undergo corrective surgery or surgeries.¿ it was also alleged that, the ¿plaintiff was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.